Event description:
It was reported when stimulation was on the stimulation was too high and the patient had to turn the implantable neurostimulator (ins) off. It was stated the patient noticed the stimulation was too high the night prior to report. It was stated this had occurred 3-4 times since the implant. It was noted the health care professional (hcp) initially had set the patient level too high and the patient had to turn the ins off. It was noted the patient went back in to lower and then went in to lower again and the hcp had set it too low and it had no effect. It was noted the patient wanted the stimulation lowered. It was stated the ins was off and the battery was ok.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# va0bs6q, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot# va0864c, implanted: (B)(6) 2013, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).